Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator's (epg) rate or pulses per minute (ppm) knob was broken, the rate control knob was missing, however it was noted that there was a backlight issue, connector on the main printed circuit board (pcb). It was further noted that the upper case was broken around the rate encoder, both output connectors and the hanger were all broken, the upper- and lower-case halves were contaminated with adhesive, the keypad surface was compromised, the menu button on the keypad worked but had collapsed, the main seal was pinched and part of the seal was outside the epg and the firmware required an update. The epg was returned unrepaired as it was outside of the service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) rate or pulses per minute (ppm) knob was broken. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.